Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that there was a server synchronization issue. The technical support specialist reviewed the site down query, and data synchronization logs based on the master case 05631526, and confirmed that the issue was resolved from the customer end. The system functioned as intended after the customer had resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue causing patient data to not cross over. This resulted in over a 1-hour delay and the device needed to be placed in critical override. The customer added that they were prevented from accessing medication for a patient during this time. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a server synchronization issue. The technical support specialist stated after checking the site down query, and data sync logs that the issue was self-resolved. The system functioned as intended after the technicalsupport specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue causing patient data to not cross over. This resulted in over a 1-hour delay and the device needed to be placed in critical override. The customer added that they were prevented from accessing medication for a patient during this time. However, there were no adverse events or injuries reported based on this event.